Manufacturer narrative:
Results: the 3maxc was kinked approximately 5.0 cm from the hub. The 3maxc was fractured approximately 37.0 cm from the hub. Yield marks were present at the site of the fracture. Conclusions: evaluation of the returned 3maxc confirmed a fractured device. Yield marks were present at the site of the fracture, indicating that the fracture was likely the result of a kink. If the device is manipulated at extreme angles outside the patient body the device may become kinked and if further manipulated become fractured. Further evaluation revealed a kink on the proximal end of the device. This damage was likely occurred as a result of the return packaging condition and was incidental to the reported complaint. The non-penumbra guide catheter and the distal portion of the fractured 3maxc were not returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right m1 and m2 segments of the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc). It was noted that the patient's anatomy was very tortuous. During the procedure, while pulling the 3maxc out of a non-penumbra guide catheter during aspiration with a syringe, no resistance was experienced; however, the 3maxc broke mid-shaft and became stuck inside the guide catheter. Therefore, the physician removed the guide catheter and the 3maxc together. The procedure was completed using a new catheter and a stent retriever device. There was no report of an adverse effect to the patient.